Event description:
Caller reported a malfunction on the pump, identified as malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery. Technical support confirmed that the pump was under warranty and proceeded to send a replacement pump with updated software. Caller was instructed on returning the faulty pump and acknowledged the need to follow the specified steps upon receiving the new device.